Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins showed a por screen on their patient programmer. It was indicated that the patient had several MRI¿s, a pet scan and CT scans for their recent diagnosis of a mediastinal mass. It was also indicated that they had just finished 10 rounds of radiation to the mediastinum. When they went to turn on the ins, it showed the por on the patient programmer and the recharger. The rep read the ins and reported that the front screen showed the por screen. Upon interrogation all electrodes were fine, the rate and pulse width were as they were previously set on group b with the rate of 80 per 450 pw. It was reported that impedances were all good. The battery status was ¿ok¿. They turned on the patient¿s scs and the patient felt stimulation as they previously did at the same previous settings of 2.4 amp. There were no issues. The issue was resolved at the time of the report. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.